Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 while wearing the lifevest. The patient was in a skilled nursing facility at the time of passing and the death was reported to be cardiac related. The patient was alone at the time of passing and was found unresponsive. Upon finding the patient, the staff performed CPR. Per review of the event, the patient's rhythm transitioned to bradycardia at 20 bpm, degrading to asystole. The lifevest delivered three treatment shocks between 04:01:51 and 04:06:02am while the patient was in asystole with intermittent cardiac activity. Oversensing of the low-amplitude cardiac signal and the intermittent cardiac activity contributed to the false detections. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.